Event description:
It was noted that prior to starting a da vinci surgical procedure, it was noted that the tip of the thoracic grasper was bent. No missing or fallen pieces were reported.

Manufacturer narrative:
Unable to confirm customer reported failure. The instrument was returned and evaluated. Failure analysis investigation found the tip of the instrument was not bent, but there was a gouge in the shaft of the instrument. The black tube insulation was damaged at the distal end. The insulation was gouged on one side and had a .210 x .127 piece missing roughly .471 above the snake wrist. The instrument main tube had deep scratches and gouges. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the gouge found during the failure analysis investigation if to recur could cause or contribute to an adverse event.